Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('additional segments of coiled metauic wire/ coiled piece of silver metallic intraluminal wire') and fallopian tube perforation ('the protruding from the isthmic end of the 6.7 cm fallopian tube') in an adult female patient who had essure (batch no. 12413293, 12367144) inserted for female sterilization. The patient's medical history included grand multiparity. Concurrent conditions included pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies, essure removal with hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. The reporter commented: essure was placed in right ostia in the usual manner 3 coils seen, followed by second in the left ostia 4 coils seen. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation, device breakage. Lot number: 12367144 manufacturing date: 2008-09 expiration date: 2010-05. Lot number: 12413293 manufacturing date: 2009-09 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('additional segments of coiled metauic wire/ coiled piece of silver metallic intraluminal wire') and fallopian tube perforation ('the protruding from the isthmic end of the 6.7 cm fallopian tube') in an adult female patient who had essure (batch no. 12413293, 12367144) inserted for female sterilization. The patient's medical history included grand multiparity. Concurrent conditions included pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies, essure removal with hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. The reporter commented: essure was placed in right ostia in the usual manner 3 coils seen, followed by second in the left ostia 4 coils seen. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation, device breakage. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Event added: the protruding from the isthmic end of the 6.7 cm fallopian tube. Event medical device removal was updated to device breakage. Lot number, reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.